Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted because of oversening, high pacing impedance and suspected setscrew issues. This device is involved in a product advisory relating to header issues.